Event description:
This event was reported as pt required intervention after coming off bypass due to periprosthetic regurgitation with mild rocking of valve, valve became dehisced. Occurred a second time and it was noted that the valve annulus was rather soft and edematous and incapable of holding sutures. A new suture line was placed and a peri patch used to close atriotomy. Tee revealed a well functioning valve which was well seated without evidence of regurgitation. No further info was provided.